Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. With no return of the actual device the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find three other similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that everything went good and the anchor open right but after that when the doctor pulled the handle the device doesn't take the plug and squeeze the suture at all. The following information was provided by the user: the green marker doesn't come out when the doctor was pulling the handle. He needed to push the plug manually against the vessel wall. It was reported that there was no health damage to the patient. There was no blood loss. There were no other devices or equipment used with the reported product.